Event description:
It was reported that the programmer displayed an error message while interrogating a device. The physician powered on the programmer after placing the radio frequency (rf head) on the patient. A blank screen appeared, so the physician turned the programmer off and turned it back on again. The physician cannot remember if the rf head was on or off the patient at this time. The physician then shut the programmer off and used a different one to complete the interrogation. When the sales representative (sr) powered on the programmer, the error was cleared and could not be replicated. Technical support (ts) explained that this type of error is rare and that the programmer can continue to be used as the error would likely not occur again. However, if it does, the programmer should be returned for repair. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).